Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed the no image / intermittent image. The issue was isolated to the cable and the flexible baton tubing. The glidescope avl video baton 3-4 was scrapped and a replacement sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image coming from the baton. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.